Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time.  When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  Reason for device explant and/or reoperation: breast discomfort/tightness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 59-year-old caucasian female patient underwent a primary breast augmentation surgery with implantation of a 350cc mentor memorygel breast implant prosthesis. Post-operatively, the patient experienced tightness in her breasts and right breast pain. During a in-office visit with a medical professional, she was diagnosed with a ruptured right breast implant. It was stated that the patient did not have capsular contracture in either breast. Magnetic resonance and ultrasound imaging were also conducted. As a result, the patient underwent bilateral removal and replacement with 405cc mentor memorygel breast implants on (B)(6) 2023. This report is for the left breast prosthesis. Refer to manufacturing report number 1645337-2023-03883 for the contralateral event.

Manufacturer narrative:
On april 11, 2023, mentor completed an evaluation on the returned device. Mentor conducted a visual inspection of the device. During a visual evaluation, no apparent damage or visual anomalies were observed on the breast implant device. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if the pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).